Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this patient was being seen in the hospital for weakness and balance disorder. The patient also has had episodic spells, during which they collapse. The clinician noted ventricular pacing into intrinsic ventricular events. Boston scientific technical services (ts) was contacted for assistance. Ts reviewed remote monitoring data and noted atrial arrhythmia episodes and ventricular outputs were programmed higher than typical levels. Ts noted that there was an atrial fibrillation episodes that correlated with the time of one of the patient's spells. This device remains in service. No additional adverse patient effects were reported.